Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 of -10.0/2.0/080 (sphere/cylinder/axis) lens was reported to tear/ break during injection/delivery into the right eye (od). On (B)(6) 2022 the lens was implanted and removed intraoperatively. A replacement lens of same model and size was later implanted and the problem was resolved, cause reported as unknown.